Event description:
Related manufacturer reference number: 2017865-2024-33416. It was reported that the patient presented with an atrial (ra) lead and implantable cardioverter defibrillator (ICD) that exhibited failure to capture, intermittent sensing, high pacing impedance, electromagnetic interference (emi) oversensing and inappropriate mode switch. During surgery to address these issues, it was identified that the lead was not properly secured to the implantable cardioverter defibrillator (ICD). The implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes or intervention was reported for the atrial lead. The patient condition was unknown.

Manufacturer narrative:
The reported field events of capture, sensing, impedance, and insertion issues were not reproduced in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested normal on the bench.